Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the proximal end bunched and lifted distally from the stent profile. Struts on the first row at the distal end are lifted outwards from the stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found several slight kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). After successful percutaneous coronary intervention (pci) in the left anterior descending artery (lad), pre-dilation was performed. Subsequently, a 3.00x16 synergy¿ drug eluting stent was advanced but failed to cross the lesion as the lesion needs more dilatation. The stent was removed and the stent strut was noted to be destroyed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). After successful percutaneous coronary intervention (pci) in the left anterior descending artery (lad), pre-dilation was performed. Subsequently, a 3.00x16 synergy¿ drug eluting stent was advanced but failed to cross the lesion as the lesion needs more dilatation. The stent was removed and the stent strut was noted to be destroyed. The procedure was completed with another of the same device. No patient complications were reported.